Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15 mm from the distal end. There was scratch around the broken point. The shape of the fracture surface showed that crack developed from scratch as the starting point. The manufacturing record was reviewed with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with something hard, besides the probe was broken when the probe received a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a lower anterior resection, the probe of the subject device was broken off when the user wiped the subject device. The intended procedure was completed with another device. No patient injury was reported. This is the report regarding the breakage of the probe.